Manufacturer narrative:
The ref. (B)(4) has been allocated to this case by rayner. The documentation received from the healthcare facility states that the event occurred during surgery on (B)(6) 2014. Rayner received notification of this incident from the us distributor on (B)(4) 2014. The healthcare facility reports "back haptic was caught in the injector". From the event description provided, we assume that the lens was in contact with the pt at the time the haptic became caught in the injector. No info on the remedial, corrective or preventive action taken by the healthcare professional has been provided to rayner. No testing/device analysis can be undertaken in this case as the device is not available to rayner. The device was discarded by the healthcare facility following surgery. The healthcare facility has been contacted via the us distributor and has been asked to provide additional info on the haptic becoming caught in the injector. A causality assesment has also been requested. Without the ability to examine the device and without clear event details being provided it is extremely difficult to ascertain the root cause of the event. Any further info received by rayner will be provided in a follow-up report. Our review of production records for the c-flex 570c iol batch 054e59179 showed that all mfg and quality checks were conducted with successful results. All lenses released for distribution from batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of MFR of the c-flex 570c iol (may 2014) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex 570c iol batch 054e59179.

Event description:
Rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred during use of a c-flex 570c iol. The event description provided states "back haptic was caught in the tip of the injector".